Event description:
Intl ((B)(4)) complaint received initially reporting missing component with one p3081 orbit device. F/u info, as translated reports "catheter was set in place this morning and when it was removed in the evening the cannula was missing. There was no inflammation nor any pain noticed."

Manufacturer narrative:
As of the date of this report, add'l incident/usage info that has been requested as well as device returned have not been responded to. Method code: lot build record review performed. Investigation: a review of the mfg lot database for the reported p3081 lot #2450832 (mfg date 02/2012) shows (B)(4) units were manufactured, tested, inspected, and released. The lot build record review of the applicably component (cannula needle) show this to be a purchased item that is compliant with iso 9626 standard. Conclusion: at this time the involved device has not been returned for analysis and confirmation. The exact cause(s) of the reported incident remain unk at this time.